Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument would not open and close properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to replicate the customer reported complaint. There were no issues found with opening or closing the instrument. The manual input of wheels did not show any issues. Failure analysis also observed that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.